Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she has not used her device well over 6 months. Patient stated the last time she tried to use the device she couldn't find the device to charge it so stopped using this. Pt states she has an MRI tomorrow and they advised to turn off ins. Pt states her device hasn't been charged in 6 months and not on. Pt states wouldn't charge and would just never find the ins when attempting a charge session. Pt states she recharged ins day before yesterday and still cannot find ins. Agent attempted to troubleshoot and pt denied saying she doesn't want the device to work again. Pt states the device never worked since implant and didn't feel much relief and just quit charging so quit bothering with the scs. Patient said she recharged the charger the day before yesterday and tried finding the device again and still could not find it. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed MRI and pt became upset and not going to worry about that as the device wont charge.